Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/10/2016, that on (B)(6) 2016 the receiver had a low transmitter battery. No additional event or patient information is available. Data download log was provided and reviewed for evaluation on 11/17/2016. Complaint for a low transmitter battery was confirmed. In addition a transmitter failure was found and confirmed on 11/17/2016. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter finding zero voltage discharge. Data was downloaded reviewed, finding a low transmitter battery alert on (B)(6) 2016. The complaint of a low transmitter battery was confirmed. The root cause could not be determined, post investigation.